Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks for ventricular fibrillation (vf). Upon interrogation, the implantable cardioverter defibrillation appropriately delivered high voltage therapy but was unable to convert the vf to sinus rhythm. The patient was externally defibrillated to sinus rhythm. The physician made programming changes to the shocking configuration, outfitted the patient with a life vest, and discharged the patient without performing defibrillation threshold (dft) testing.